Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced occlusion was at site event on (B)(6) 2026. The event occurred three or more hours after insertion. The insertion site was abdomen. The patient blood glucose level was high and treated with correction bolus via pump.